Event description:
A patient reported an elective replacement indicator (eri) on their implantable neurostimulator (ins). The patient was implanted in (B)(6) 2007. The patient reported that they saw the eri the night before the report and they were half charged and could not get it to charge any further. The patient first saw the eri in (B)(6) 2016, when they last recharged. The patient was walked through how to bypass the eri and to see if they could charge any further than half way. No patient symptoms were reported. The indicated for implant was failed back surgery syndrome.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they were having their device replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.